Event description:
A 22mm x 13mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt with mild tortuous and calcified vessels and a straight aortic neck. The pt was a confirmed candidate for endovascular repair per a CT scan and aortagram. The common iliac artery size measured 8mm. The physician stated that the pt had small femoral arteries and had significant disease in the common femoral, therefore, it was felt that they might not be able to proceed with the proceudre. The only option would be an extensive endarterectomy including the profunda femoris to allow access and complete the procedure with a common femoral endarterectomy with patch angioplasty. It was reported that bilateral common femoral artery cut downs were performed and a 22 french sheath was inserted via the left common iliac artery. The bifurcated stent graft was inserted under fluoroscopy. Angiography control was performed via 7 french sheath, which was placed via the right common femoral artery. In removing the runners, the physician experienced difficulty pulling the runners of the stent graft. It was reported that the stent graft deployed, and then met resistance causing the stent graft to be pulled down approx 1cm; therefore, a 24mm diameter aortic cuff was implanted. The physician stated that the contralateral limb was successfully deployed and further dilated with a 12mm angioplasty balloon catheter. There was no occlusion of the iliac limbs. The physician reports that final angiogram demostrated a small lumbar leak (type ii endoleak). The physician reported that there was a good proximal and distal seal and there was no evidence of a direct endoleak. No further info regarding the type ii endoleak is dictated in the physician's implant report. The physician then proceeded to repair the common femoral artery with a 6 x 75 dacron patch. It is reported that the pt's CT scan performed pre-discharge revealed no endoleak. It was reported that the pt tolerated the procedure well and there were no peri-operative complications. There was no add'l clinical sequelae reported to the event and no further info is available.